Event description:
The event is reported as: defect of humidification caused obstruction of bronchial tubes. Pt suffered bilateral pneumothoraxes. Pt recovered.

Manufacturer narrative:
Sample has been requested, but not received in time for this report. The results of the investigation are not available at the time of this report. If a sample or lot # is received a f/u report will be sent.